Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18348718 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter was twisted and kinked during standard manipulation and the device became entrapped. Vascular surgery was required to assist in removing the device from the femoral vessel. Additionally, a retrograde iliac dissection was noted. The procedure was successfully completed from the left femoral access. The procedure was addressing an st-elevated myocardial infarction (stemi). Additional information was requested but was not provided. The device will not be returned for evaluation.

Event description:
As reported, a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter was twisted and kinked during standard manipulation and the device became entrapped. Vascular surgery was required to assist in removing the device from the femoral vessel. Additionally, a retrograde iliac dissection was noted. The procedure was successfully completed from the left femoral access. The procedure was addressing an st-elevated myocardial infarction (stemi). The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.